Event description:
Technologist inadvertently injected approximately 100cc of air into right ventricle of pt. The pt reportedly never developed any adverse symptoms. The tech had pulled the piston back and it looked like a full syringe and then injected into new pt.